Event description:
It was reported that this implantable lead was part of system revision due to infection. No additional adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact and not severed. The setscrew marks were in the correct location and a hipot test passed. No visual anomalies were noted and there was no visible notch. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to infection. No additional adverse patient effects were reported. The implantable lead was explanted.